Event description:
The lay user/patient's daughter contacted lifescan (lfs) in november 2007 and alleged that the patient's one touch ultra meter had missing segments on the display. The medical affairs specialist was unable to reach the reporter or the patient after several attempts via phone. A letter was sent to the address provided. The daughter reported that the alleged issue first occurred in 2007 (two days prior to the call to lfs). She did not provide any readings obtained on the meter. As a result of the reported issue, the patient took her diabetes medication based on a sliding scale. She also mentioned that the patient was having problems urinating. It is unclear if the patient took the insulin before or after experiencing the symptom. She did not receive medical attention/intervention. At the time of troubleshooting, it was verified that this was not a new product and the issue was that the segments were missing on the meter's display. This complaint is being reported because the reporter claimed the patient experienced symptom suggestive of hyperglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.